Manufacturer narrative:
Country of origin is (B)(6). The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ferritin results from the cobas e 411 immunoassay analyzer. The initial result was 0.915 ng/ml and the rerun result was 300 ng/ml. The questionable results were reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.